Event description:
After properly loading suture in capio device, when used on the patient during the discharge it malfunctioned. During the 2nd pretest the suture was not deploying properly even after reloading and testing under the guidance of the sales representative, it still malfunctioned. A second device was then opened and used without failure.